Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient was presented in the emergency room with seizures on (B)(6). As a result the patient was started on medications, with a follow up appointment scheduled and it being noted that the patient appears to be doing fine. It is unknown if there were any related environmental/emi factors, and no diagnostics were performed, with the issue resolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.